Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called in to report a hospitalization due to the customer's blood glucose level was mg/dl. The customer's symptoms included . The customer was/not wearing the insulin pump at time of admission. The cause per the healthcare provider was . The customer was treated with . The outcome was . The customer completed troubleshooting for . The product was/not returned for analysis.